Event description:
Additional information was received from the patient. They reported that it was unknown if the lead dislodgement was confirmed by xray. It was requested by hcp due to fall they had. Device removal is not planned and issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0q3td implanted: (B)(6) 2015: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0q3td, ubd: 31-oct-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was to report that patient fell down and broke their leg on july 3rd and the hcp thinks that the leads may have gotten dislodged. When asked, the hcp said that about a week ago patient went to see a urologist and was told that patient should be feeling stimulation sensation between their legs however said that patient never felt anything. When asked, caller said that the reason for going to urologist was because patient has been complaining about bladder issues for a long time. Caller said that they have an appointment next week to have a review of the x-ray and will discuss with healthcare provider. The patient was redirected to their healthcare provider to further address the issue.